Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/9/2024, a patient's legal representative reported via email that a patient suffered a labral tear during a college football game. On (B)(6) 2022, the patient underwent a left shoulder labral repair. During the surgery, the tip of an ar-3638 knotless fibertak inserter broke off and went unnoticed by the surgeon. Postoperatively, the patient experienced prolonged pain and a lack of mobility. On (B)(6) 2023, the patient was seen by a different physician who reviewed images that showed the metal fragment in the anterior space of the glenoid. The patient underwent a second surgery on (B)(6) 2023 for removal of the fragment and arthroscopic lysis of adhesions and debridement of scar tissue.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.